Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd vacutainer® adapter with luer adapter the needle cover was broken and the needle was exposed. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for broken hub with the incident lot was observed. Evaluation of the customer samples was performed and broken hub was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer photos, the customer¿s indicated failure mode for broken hub with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and broken hub was observed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Bd received a sample from the customer facility for investigation. The evaluation of the sample is still in progress at this time and a final summary will be provided at the completion of the investigation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. The evaluation of the customer sample is still in progress at this time and a final summary will be provided at the completion of the investigation.